Event description:
The report states that during a hysterectomy, the instrument stuck to tissue during sealing. The surgeon was eventually able to open the device and remove it from the tissue. A small amount of bleeding occurred due to the sticking. The device was cleaned often during the surgery. There was no injury to the patient. The issue occurred again with a second device in the same procedure found on MFR. Report #1717344-2008-00462.

Manufacturer narrative:
Date of initial report : 10/09/2008. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.